Event description:
A customer contacted beckman coulter (bec) reporting approximately 10ml of clear fluid with brown streaks had leaked under the coulter lh 750 hematology analyzer and onto the countertop. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse observed dried diluent residue on the counter and base of the instrument near the differential mixing module. The fse found a small pinhole in the sheath restrictor tubing. The fse replaced the tubing and verified the instrument finding no further leakage. The fse replaced manifold 13 due to liquid damage. While onsite, the fse noticed multiple sample tube not detected errors so she re-adjusted the tube detector resolving the errors. Service activity performed was verified to meet the specified requirements per established procedures per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).